Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/10/2017 with the following findings: confirmed (B)(4) errors (motor rewind error) in black box. Replicated complaint during investigation. Opened pump and found evidence of moisture corrosion on j5 (motor connector), j15 (piezo contact), and u29 (irda).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.